Manufacturer narrative:
The quality investigation is complete. Blade fragment was not returned to manufacturer.

Event description:
It was reported during a routine field service maintenance visit, a broken blade was observed inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.